Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a pacemaker implant procedure, this right ventricular (rv) lead exhibited issues with helix extension. It took over 40 turns, both inside and outside the patient's body to extend the helix. Once the lead was in acceptable position, issues continued with extending the helix. The lead was repositioned, and again it took over 40 turns to extend the helix. Once the lead was connected to the pacemaker, the r-waves produced good signals at 10 mv. Upon further testing, the rv electrogram started to show noise signals and impedance measurements increased to greater than 3000 ohms. The setscrew was checked on the device header and no issues were observed. The lead was then disconnected from the header and tested on the pacing system analyzer (psa) as well as plugged into the atrial port. Noise could be seen with both maneuvers. The physician was concerned with lead damage, therefore replaced the lead with another manufacturer's lead. No adverse patient effects were reported.